Event description:
The customer reported that the system intermittently froze and failed to display a fluoroscopic image. No pt/user injury or death was reported related to the reported incident.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service under further monitoring.